Manufacturer narrative:
Pt info: unk. Explant date: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -14.50/+1.5/037 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6) 2021. The lens was explanted due to excessive vaulting and significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens and the problem was resolved. The cause of the event was due to user error.